Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.